Event description:
The patient reported that on (B)(6) 2011 her blood glucose (bg) read hi on the meter (above 600mg/dl) with small to moderate ketones. She corrected via syringe in the morning and her bg decreased. She corrected via syringe again in the afternoon and her bg did not decrease. She changed the site, called her healthcare professional and was advised to go the emergency room. She was treated with fluids, remained on the pump and was sent home. On (B)(6) 2011 her bg was within range. The patient reported that she was using the abdomen as a site which was tender. Customer support advised the patient that her bg excursion was most likely due to a site issue and advised the patient to talk to her healthcare professional about site rotation. The patient continues to use the pump without any further reported incidents. This report is being made due to the patient¿s alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: no data from the time of the event was available in the pump history due to continued patient use. The available pump history showed no errors or alarms related to the complaint. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.